Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the actual device and two photographs were received for evaluation. A visual inspection was performed on the actual device and the leakage was not easily identified. The returned photographs were reviewed, and it was noted that some lipid type solution was observed leaking, however, the location of the leak was not identified (likely coming from the administration spike port bonding area). Functional testing was performed on the actual sample, and a leak from the administration spike port bonding area was observed. The reported condition was verified. The cause of the reported condition could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This was noticed during use at the mixing site. There was no patient involvement. No additional information is available.